Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on cheek. According to dentist the burn healed already without any medical care. Date of the event was not supplied, hence this is best estimate.

Manufacturer narrative:
The analysis did show that the ball bearings have been worn out. This caused untypical noise and increase of temperature. Also the head housing had several dents around the back cap button. In consequence the button sticked in causing unusual internal friction and hence increase of temperature. Reported due to the 2 year presumption rule.